Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed refrigerator gasket caused issue. The field service engineer removed the smart remote manager (srm) from the old refrigerator and installed it on the backup refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator gasket failed and the smart remote manager was swapped to the backup refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.